Event description:
During preliminary mfg testing, the device did not sound an audible alarm while on the high volume setting. There were no report of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.